Manufacturer narrative:
Per zoll labeling, possible complications with central venous catheters include thrombosis. The study site indicated that there were no vessel injuries caused by the zoll catheters. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. Per the study site, the dvt occurred 5 days after the catheter was removed and the patient had a number of high risk factors such as trauma/endothelial injury, bedrest/stasis and coagulopathy/hypercoagulability that could be contributing factors for the patient to develop a dvt. Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.

Event description:
A (B)(6) male was admitted to (B)(6) medical center (B)(6) 2015, following a severe traumatic brain injury (tbi) after being thrown off a bull. The initial CT scan showed a large left traumatic subdural hematoma (sdh) with midline shift, bilateral temporal bone fractures, contusions and subarachnoid hemorrhage (tsah). Patient was emergently taken to the operating room for sdh evacuation and decompressive craniectomy. Post-operatively the patient showed signs of clinical herniation (left pupil 7mm), therefore a repeat CT scan was performed which showed development of interval left extradural haematoma (edh) so the patient was brought back to the operating room from CT for emergent epidural evacuation. A zoll quattro catheter was inserted into the left femoral vein on (B)(6) 2015 by an anesthesiologist who was proficient with catheter placement. Catheter insertion went fine and only one attempt was made. On (B)(6) 2015, the patient became tachycardic and a doppler test was performed. A non occlusive deep venous thrombosis in the left femoral vein was observed. No dvt was noted in the visualized portion of the right lower extremity. The right common femoral vein and proximal superficial femoral vein were not assessed due to the overlying cast or bandage. No bilateral upper extremity dvt was present. On (B)(6) 2015, the patient had an ivc filter placed in the right inferior vena cava. No venous anomalies or thrombosis were observed. The patient was on 5000 units of heparin three times per day. On (B)(6) 2015, a chest cta was performed which showed that the patient had a left lower lobe segmental/subsegmental pulmonary embolism. New patchy opacities admixed with small clusters of nodules were observed bilaterally in the lungs, which may have been due to atelectasis and/or and pneumonia. The patient also had an increase in temperature to 102.0 and was started on cefepime and vancomycin. A heparin drip was started also started. The patient is alive and was discharged. The site indicated that there were no vessel injuries caused by the zoll catheter. The dvt occurred 5 days after the catheter was removed in the same vasculature where the zoll catheter was inserted. Per site the dvt was possibly related to zoll catheter, however the patient had considerable high risk factors for the development of dvt.